Manufacturer narrative:
Vyaire field service representative went onsite found out that the ac cable was the root cause of the reported problem. The cord was replaced, run ovp (operator's verification procedure) and uvt (user verification test). The internal batteries was replaced and tested according to factory specifications.

Event description:
The customer reported to vyaire medical that the avea ventilator alarmed and screen blank while on patient. As of this time, there is no information about patient harm associated with this reported event.